Manufacturer narrative:
The member of olympus field service department investigated the subject cv-190 at the user facility and found the following. The member of olympus field service department tried to reproduce the phenomenon but the phenomenon was not reproduced. There were red dirts on the inside (e.g. Electrical terminal) of the video connector socket of the subject cv-190. The subject cv-190 was returned to olympus medical systems corp.(omsc) for evaluation. In order to try to reproduce the phenomenon, omsc repeated the following 50 times. However the phenomenon was not reproduced. Connect the scope connector to the video connector socket of the subject cv-190. Turn on the subject cv-190. Turn off the subject cv-190. Disconnect the scope connector to the video connector socket of the subject cv-190. Omsc also confirmed that foreign materials were adhered to the inside (e.g. Electrical terminal) of the video connector socket of the subject cv-190. From these investigation results, omsc surmised that this event occurred by the following mechanism. The electrical terminal of the scope connector that had foreign materials such as moisture was connected to the subject cv-190. Because of foreign materials such as moisture, the conduction failure between the electrical terminal of the scope connector and the electrical terminal of the video connector socket of the subject cv-190 was occurred. As a result, the communication error between the endoscope and the subject cv-190 was occurred, so the blackout of the endoscopic image of the monitor that was combined with the subject cv-190 was occurred. At the time of the investigation, the phenomenon was not reproduced since foreign materials such as moisture were dried. The cv-190 instruction manual states the corresponding method when there is an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the following information. The blackout of the endoscopic image of the monitor that was combined with the subject cv-190 was occurred during an unspecified procedure. The user rebooted the subject cv-190. However the endoscopic image was not displayed. The user replaced the scope connected the subject cv-190 with an unspecified another scope, and completed the procedure. There was no report of the patient¿s injury regarding this event.

Manufacturer narrative:
Omsc analyzed the components of the foreign materials adhered to the scope connector in the subject cv-190 and found the following. The main components were the protein and the sodium chloride. Also, the components such as sulfur, phosphorus, potassium and iodine might have been included. There was a possible that these components were derived from the following. The protein was derived from drugs and/or organism. The sodium chloride was derived from drugs such as a saline. The components such as sulfur, phosphorus, potassium and iodine were derived from drugs. Based on these investigations, omsc surmised that drugs used by the user might have been adhered to the inside of the scope connector in the subject cv-190. There were no further details provided. If significant additional information is found, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".